Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2010. On the (B)(6) 2010 and the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the (B)(6) 2013 when an increase in voltage was observed and the device was power cycled passing a self-test. On the (B)(6) 2014 the device failed another weekly auto self-test due to a low battery. The device continued to record multiple self-test fails due to a low battery up to and including the last log entry on the (B)(6) 2014. The excessive number of self-test fails may indicate the device was switching on automatically, however due to the pad-pak being depleted the device could not power up successively and shutdown which resulted in the multiple critical self-test fails and nonsensical data recorded during this time. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded, however there were multiple self-test fails due to a low battery. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.